Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes sample opens. The following information was provided by the initial reporter. The customer stated: ¿at the moment of putting the sample the tube opens, it looks like the tube is filled with air.¿

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing and upon completion, the indicated failure mode for stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off. Bd has initiated further root cause investigation relating to the issue of stopper pop off through corrective and preventive actions. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes sample opens. The following information was provided by the initial reporter. The customer stated: ¿at the moment of putting the sample the tube opens, it looks like the tube is filled with air.¿.